Event description:
Litigation alleges that patient has experienced tingling pain and numbness in her hip and thigh, as well as a new rash on her leg and over her entire body. Update: (B)(4) 2012 - medical records were received. The revision operative report indicated that there was some metal fretting and staining at the trunnion just proximal to the extent of the taper.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. It is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Based on the inability to determine root cause, the need for further corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.